Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602-femoral head-60156806, 00620205222-shell porous-60210440, 00625006525-bone screw-60245185, 00771100720-femoral stem-60111116. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00410. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported patient underwent a revision procedure approximately 15 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.